Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoot the unit. The main pcb was replaced and the problem was resolved. The unit passed the transducer test and calibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator immediately when powered on motor fault, low pip ( peak inspiratory pressure), low ve (ventilation) and high rate alarms triggered. The customer confirmed that there was no patient involvement associated with the reported event.